Event description:
It was reported that the ventilator generated a technical error code indicating stop of ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer and the issue was reproduced. The problem was solved by replacing the control printed circuit board. The ventilator passed all functional and safety tests and was cleared for clinical use. Control circuit board contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. If technical error code indicating control printed circuit board error appears during ventilation, ventilation will stop and audiovisual alarms will be generated. If disabled ventilation error appears during startup, the corresponding startup error code will be generated and ventilation cannot be started. The reported issue was confirmed in provided device's logs. The cause of the claimed issue in this customer product complaint was related to control printed circuit board.